Manufacturer narrative:
It was reported that the flow/bubble sensor latch is defective. The cardiohelp and the hls set was exchanged during treatment. No harm to any person has been reported. As the cardiohelp and the hls set was replaced, which is a potential risk for the patient, a report is needed. According to the service and sales unit the customer decided not to request a service by a getinge technician. The affected flow/bubble sensor was cleaned thoroughly by the customer. Afterwards the flow/bubble sensor was used without any failures. According to the fst the most possible root cause is, that the sensor was exposed to liquids (blood, saline solution, etc.), causing the locking device to become sticky. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp.the device was manufactured on 2016-05-18. The review of the non-conformities has been performed on 2025-08-06 for the period of 2016-05-18 to 2025-07-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "flow/bubble sensor latch is defective" could be confirmed.this complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2024 till (B)(6) 2025). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the flow/bubble sensor latch is defective. The cardiohelp and the hls set was exchanged during treatment. No harm to any person has been reported.as the cardiohelp and the hls set was replaced, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.